Manufacturer narrative:
We received a phone call from our sales rep on (B)(4) 2010 concerning this event. We were not able to confirm the problem since the product was not returned. An engineering change order has been issued to investigate the product design to further reduce the potential risk of occurrences of this nature. This is the first event of this nature and our bariatric product has been on the market for over 6 years, so we do not see taking further action at this time. Our sales rep has visited the facility to deliver the new inflation system and will follow up with them to ensure its effectiveness.

Event description:
Outside cylinders, on our pressure guard apm bariatric mattress, won't inflate and the pt has fallen off the bed twice because the bolsters alone will not hold him when sitting on the side of the bed or trying to get up. There was no pt injury for this event. According to the maude event reports received from the FDA, the first event occurred on (B)(6) 2010; however, the event was reported to us on (B)(6) 2010 thus the "date of event" above.